Event description:
The customer reported to olympus, the gastrointestinal videoscope was experiencing an auxiliary water supply issue. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that possible foreign material was inside the scope, which caused problems related to insufficient reprocessing on the device. This report is to capture the reportable malfunction of reprocessing issue found at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the auxiliary water channel clogging. Additional issues were identified during the device evaluation: the manipulation and insertion tube had defects; there was a gap of adhesive on the bending section cover, with discoloration on the adhesive; part of the insertion tube was caught and pinched; damaged or chipped parts due to deterioration; and a crack in the resin part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 return date (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event was caused by wear during handling and reprocessing. The foreign material would likely have accumulated and clogged during the procedure. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "- operation manual includes the detection way at chapter 3 preparation and inspection. - reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.